Event description:
This complaint is now reportable based on the analysis completed in 2009. It was reported that during a coronary drug eluting stenting treatment procedure, the 5.00x20mm taxus express2 drug eluting stent would not cross the lesion. The lesion being treated was located in the right coronary artery (rca). The lesion was predilated with a 2.5x20mm non-bsc balloon. The 5.00x20mm taxus stent did not cross the lesion and the physician then chose not to stent the rca. Prior to attempt to stent the rca, a 2.50x24mm taxus liberte was deployed in the left anterior descending artery. No patient complications were reported. Patient status reported as 'stable' . However, the returned product revealed stent damage.

Manufacturer narrative:
Product analysis can not confirmed the difficulty stated in the complaint. The sds with stent was visually, tactilely and microscopically examined along the entire length and the only damage seen on the device was proximal stent damage and distal tip damage. The stent had two segments from the proximal end with damage and bent back at 90 degrees. It was not possible to determine how or when the stent and distal tip became damaged. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Therefore, the most probable root cause for this event will be considered operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.